Event description:
Procedure: inguenal hernia repair. According to the reporter: the internal seal broke apart while the surgeon was inserting the device. Surgeon also had to remove a piece of the rubber seal from the pt's cavity. A new device was opened for the procedure. No pt injury reported.